Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the orders were not crossing. A technical support specialist advised the customer to consult with the internal it team to verify the functionality of the dns. The customer subsequently confirmed that the issue was attributed to user error. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system orders were not crossing. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.